Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no picture appeared on the monitor. The event occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no picture appeared on the monitor due to bad cable/connector. The most probable cause of the complaint and additional finding is categorized as cause traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.